Manufacturer narrative:
Date of birth: patient¿s age in years at the time of the event was not provided, 68 was calculated based on date of birth of patient of (B)(6) 1955. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had plunger movement difficulties. This submission is the second of two related complaints. The following information was provided by the initial reporter : the distributor reported back to back issues where user could not fill 2 separate needle and syringe combinations with insulin from the vial, occurring prior to the cartridge fill step. The user does not reuse. Sample status : not available.

Manufacturer narrative:
H6: investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol (CAPA) 2166514. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product.

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had plunger movement difficulties. This submission is the second of two related complaints. The following information was provided by the initial reporter : the distributor reported back to back issues where user could not fill 2 separate needle and syringe combinations with insulin from the vial, occurring prior to the cartridge fill step. The user does not reuse. Sample status: not available.